Event description:
On (B)(6) 2025, a patient reported occlusion alerts and "alarm 38" after performing a supply change when infusion set was ripped off. The highest reported blood glucose (bg) was 389 mg/dl and was out of range for 90+ minutes. The patient restarted ilet but alert persisted. Agent advised a full supply change, which patient agreed to. Insulin delivery resumed after supply change. Blood glucose was affected. No symptoms experienced during event, and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.